Event description:
The customer's spouse reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was unknown. The customer's blood glucose at the time of death was also unknown. It was reported the customer had been a type 1 diabetic for 40 years before their passing. The caller reported congestive heart failure was a contributing factor to the customer's death. It was also reported the customer had one leg removed as a complication from their diabetes. The caller also reported the customer had a heart bypass surgery six years prior to their death. The customer also had sepsis prior to their passing. The caller reported the customer did not use sensors and was not wearing one at the time of their passing. It was reported the customer was wearing the insulin pump at the time of their death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked case at display window corner and cracked reservoir tube lip. Data analysis: there is no data available due to pump received without a battery installed.

Manufacturer narrative:
Information has been updated which was not included with initial. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.